Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. In addition the recipient was no longer within the indication criteria for the device. This is a final report.

Event description:
The user's hearing performance with the device has decreased and the user was no longer satisfied with the benefit received from the device. The device has been explanted.

Event description:
The user's hearing performance with the device has decrease and he was no longer satisfied with the benefit received from the device. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.